Event description:
General report of undocumented number of undocumented incidents of cassette alarms resulting in delay of therapy reported. Report source recalls one incident where a pt was to receive an epinephrine infusion at an unspecified dose during open heart surgery. The pump gave cassette alarms during set up. Report source states "it took five minutes to initiate the infusion". The pt did not experience any adverse effects. Report source does not recall any pt specific info. No details of the other undocumented incidents of cassette alarms were available.